Event description:
Pt had multiple episodes defibrillation shocks secondary to ventricular tachycardia as well as lead fracture requiring replacement of defibrillator lead as well as replacement of defibrillator.